Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an inability to remove the set screw was confirmed in the laboratory. Visual inspection of the set screw hex cavity noted that it was stripped and little remained of the original hexagonal shape, making it impossible to engage with the hex wrench. The cause of the damage could not be conclusively determined as the septum was missing. Efforts to remove the lead may have contributed to the damaged state of the set screw. (B)(4).

Event description:
It was reported that screw of the connector lv lead was unable to be removed and inner conductor was broken. A new lead implant procedure was discussed. Lv lead was capped on (B)(6) 2016. Device was explanted and a new device was implanted due to eri and device could not be loosened. Patient was stable post procedure.